Event description:
Resistance was encountered when removing the guidewire from the hoop prior to use. When guidewire was removed it was noted the coating was flaked. A second wire was taken out from it's hoop, and the same thing happened. No pt contact in either instance. A third wire was used without incident.